Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that he had a patient that had an anterior capsule tear, after laser assisted cataract surgery. The surgeon saw no posterior extension, but a suture was placed as a precaution. The patient is doing well.